Manufacturer narrative:
H6: the device was evaluated by ventec where it was observed that its compressor made a grinding noise and started vibrating, just prior to it seizing up. If the compressor seizes up, there can be no ventilation, thus confirming the reported issue of no ventilation output. Ventec replaced the compressor, rotary valve 1 (rv1), and control board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the compressor, rv1 and the control board.

Event description:
It was reported that the device needed maintenance. Upon evaluation of the device, ventec observed an issue which would have prevented it from providing ventilation output. There were no reports of patient involvement associated with the reported event.